Event description:
It was reported that this left ventricular lead experienced dislodgement. The lead was repositioned successfully and remains in service. No further adverse patient effects were reported.